Event description:
It was reported that patient was presented to emergency room after receiving inappropriate shock due to noise. Device was found to be in low battery state and capacitor charge time limit had been reached due to excessive high voltage charging. No malfunctions were reported on the device. Device was replaced. Patient was stable.

Manufacturer narrative:
The device was tested on the bench and using automated testing equipment, and no anomalies were found.